Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported damaged pump and damage to the insulin pump's retainer ring. Troubleshooting was performed and found that the battery compartment was chipped on the top portion and retainer ring was also chipped, reservoir was not able to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to a backup plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with broken battery tube threads, cracked case at the battery tube side, and cracked retainer. No chipped retainer ring noted. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, peeling display window cover, scratched case, stained serial number label, pillowing keypad overlay, cracked reservoir tube lip. Cosmetic damage was confirmed at the back of the pump. Retainer ring damage confirmed. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.